Event description:
It was reported to boston scientific corporation that four resolution clip devices were used in the colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2021. During the procedure, the clip was able to grasp and lock onto tissue, but did not release from the catheter to deploy. The same issue happened to the second, third and fourth resolution clip devices, and the procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Investigation results: the returned resolution clip device was analyzed, and a visual evaluation noted that the clip assembly was not returned and the device had evidence of a full deployment. Additionally, the device was returned without its over-sheath. Dimensional analysis was performed on the bushing outer diameter, and it was observed to be within specification. A dimensional analysis was performed between the hooks of the bushing, and both sides a and b were confirmed to be within specification. The bushing tabs were measured and both locking tabs had asymmetric measurement. No other issues with the device were noted. The reported event was not confirmed. The device returned without the clip assembly and it is important to mention that the presence of this component is very important to the investigation in order to analyze any failure that could contribute with the problem faced by the physician. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.